Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that an alarm is triggered when medium to high flow is used, followed by a blackout and a beeping sound. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. However, a history of e03 error was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: when an error indicating an abnormality in a component like the tubing pressure sensor occurs, the device makes an alarm and stops the front panel display. Therefore, it is presumed that the blackout and alarm were caused by the tubing pressure sensor abnormality. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.